Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a (B)(6) male in st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. After being placed on impella cp support, the patient developed a large hematoma that was actively growing in the intensive care unit. The physician pushed the hematoma out, resutured the blue hub, and redressed the site, to improve the ability to maintain the insertion angle. The hematoma resolved. It was also reported while on impella cp support, the patient experienced ventricular tachycardia (vt) arrest multiple times and the patient was placed on a do not resuscitate order. The patient had another vt event and the patient expired. No allegations were made towards the impella cp device for cause of death.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07495 was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This complaint has been identified as a part of retrospective review. Due to limited clinical information and lack of available data/product, the root cause of this investigation is not determined.